Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and siliconomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing litigation, follow up is unable to be performed, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: swelling, inflammation, calcifications, siliconomas, silicone outside of breast prosthesis on right side, radial folds and capsular contracture (baker grade unknown).

Event description:
Patient representative reported right side "swelling, inflammation, calcifications, siliconomas, silicone outside of breast prosthesis on right side, radial folds and capsular contracture (baker grade unknown). The device remains implanted.